Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the midsection were lifted form the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 24-jun-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 30mm x 3.75mm, eccentric de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation with a 3.5mmx10mm balloon, residual stenosis was 50%. A 32 x 3.50 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.